Manufacturer narrative:
Because intervention was required in this case, this event meets the criteria for reportability per 21 cfr part 803. The actual device was not returned for evaluation. Only unused product was returned for evaluation. The unused device was evaluated and found to be within specification.

Event description:
In this event it was reported that while using a handpiece a 169-l taper fissure fg bur fell out and was swallowed by a pediatric patient. The bur was retrieved by means of an endoscopic procedure.